Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced dizziness and was treated with orange juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, the issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced dizziness and was treated with orange juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.